Event description:
The customer reported the subject device was displaying an e300 error code (scope error). The reported issue occurred while preparing the subject device for use in an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the front panel led (light-emitting diode) was blinking. This report is being submitted for the malfunction found during evaluation of the device (front panel blinking). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the front panel led was blinking due to dust inside the sensor unit. After cleaning, the device was working properly. In addition, service confirmed the e300 error was displaying on the screen due to dust inside the sensor unit. After cleaning, the device was working properly. The communication cable (maj-1933) could not be connected properly due to damaged thread of the insulation cover. Scratches were observed on the top cover, the tank socket, and the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the front-panel led (light-emitting diode) which was blinking. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because dust had accumulated inside the endoscope detection sensor unit. This was thought to have caused the generation of the e300 error code. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customer's reported issue (device displayed an e300 error code): the issue was found during the reprocessing cycle/general inspection of the subject device. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Additional information added to b3, b5, g2, e1, e2, and e3.